Event description:
The load module on a reliance 444 washer did not load the machine completely and the washer door came down on the basket. The operator pushed the ¿door open¿ button but failed to wait for the door to react before attempting to continue pushing the basket into the chamber. Once the door opened, the basket came free. The door then fell and struck the top of the operator¿s left hand. The operator went to the facility¿s emergency department and received an x-ray of her hand. The operator had a broken blood vessel on the top of the left hand. The doctor put the operator on light duty for one week, and told her to keep her hand straight.

Event description:
The health center reported that the employee was attending work and has reported no lasting effects.

Manufacturer narrative:
A steris service technician inspected the washer and observed that the door cable had come off of one of the pulleys. It could not be determined if this happened before or as a result of the incident. The door cable was replaced in its track, and the operation of the door and door obstruction sensor were inspected and adjusted as needed. Steris has determined that the root cause of this incident was that the operator pushed the instrument basket, which had become stuck when the washer door came down it, without waiting for the door safety feature to engage. This safety feature is described in the unit's operator's manual on page 4-10: "if an obstruction is present in the wash chamber door, door safety sensor will detect obstruction and door will automatically stop closing. Wait until door is fully open and water flow has stopped before removing obstruction." In-service refresher training was performed for the hospitals staff by steris on 14 october 2009.